Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B) (4). (B) (4). (B) (4).

Event description:
The customer reported that the 23g vit cutter would not fit into the 23g trocar cannula. There was patient harm or injury reported. Additional information has been requested.